Manufacturer narrative:
Patient information was not provided. Initial reporter telephone number: (B)(6). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the facility follows the cleaning and disinfection procedure outlined in the instructions for use (IFU), including weekly water changes using an external 0.2 micron filter, and disinfection of the tanks and water hoses with clorox every 14 days. The device is placed outside the operating room during use. The involved device has been returned to livanova (B)(4) for deep disinfection. The internal and external hoses were replaced and the device underwent deep disinfection. Samples were taken for lab analysis and a functional test was performed. A test run and technical safety inspection were successfully completed. The device will be returned to the facility upon receipt of final test results showing that the device is clean. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA for this type of issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with mycobacterium chimaera during maintenance. There is no known patient involvement.